Manufacturer narrative:
Citation: authors: sakuta, k., yaguchi, h., nakada, r., miyagawa, s., hasegawa, I., okuno, k., teshigawara, a., fuga, m., shimizu, k., iguchi, y. Yield of whole body computed tomography in hyper-acute stroke patients with large vessel occlusion. Vascular and endovascular surgery 58(3):287-293 2024. Doi:10.1177/15385744231209877 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'the frequency and locations of systemic embolism in large vessel occlusion (lvo) stroke patients receiving revascularization therapy'. The time frame of this study was 'may 2019 to july 2021'. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: solitaire stent retriever and react catheter. It was not specified which devices were used in the events below. Deaths occurred in the study population. There were 4 total cases of in-hospital death. The 3-month outcome was noted to be severe sequelae or death for 14 patients. Among patient adverse events included: four patients with systemic embolism exhibited large vessel occlusion (lvo) resulting from embolism as the underlying mechanism. All four patients underwent thrombectomy, and successful recanalization (mtici score of 2b, or 3) was achieved in 3 of them. One of the four patients died in hospital, and two experienced severe sequelae (3-month mrs score of 5). Multiple organ embolism was detected in only 1 patient, who had spleen, right kidney, left upper limb (brachial artery), and right lower limb (external iliac artery) embolisms. The patient was in a coma on arrival and it was not clear whether the embolism was symptomatic. No further information was provided pertaining to medtronic products.